Event description:
Additional information was received from the manufacturer representative (rep) indicating that there was no troubleshooting performed related to the impedance issue. The cause for the impedance problems with extensions was not determined. They were unable to determine which extension was involved with the impedance issue.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 3708240, serial# (B)(4), implanted: (B)(6) , product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3888-33, lot# v363055, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v419063, implanted: (B)(6) 2010, product type: lead. Product ID: 3587a25, lot# n086969n01, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v439123, implanted: (B)(6) 2010, product type: lead.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for chronic low back pain. It was reported that the patient had a lead revision scheduled for (B)(6) 2016 because of apparent impedance problems with the extension. The rep had just met with the surgeon and the surgeon planned to remove all components and place a new stimulator and one paddle lead. The rep noted that impedance measurements were not taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.